Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the suite pc software was corrupted. To resolve the issue, the fse reloaded the suite pc software and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.